Event description:
Med record reviewed 3-17-98. Pt underwent coronary artery bypass graft times 2 with left internal mammary artery and portion of right saphenous vein graft. Coronary sinus catheter was placed prior to start of surgery. At end of case, coronary sinus catheter was removed, all except sheath, and swan ganz catheter was placed via sheath. When coronary sinus catheter removed, catheter tip inspected and noted crack and fraying of catheter tip distal to the balloon. This crack and fraying was not present during insertion. No apparent injury to pt.